Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events with four infusion sets where infusion set tubing detached from connector after the sets were used for 1-2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.